Manufacturer narrative:
The explanted lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. Based on the available information, a root cause for the reported event could not be determined.

Event description:
It was reported that a patient's vision began to deteriorate approximately one month post-lens implant. The patient described the issue as blurriness and loss of sharpness in her vision, making it difficult to see clearly at work and at home. The patient visited the implanting physician approximately 3 months post-implant. It was noted that her vision had decreased from 20/50 to 20/200 since the surgery. As a result, she was given a prescription for glasses. The patient also sought out second opinions with other doctors. After weighing her options, the patient elected to undergo a lens exchange with a second physician. Prior to the exchange procedure, the second physician reportedly noted a "mechanical complication" with the implanted lens, but no additional specifics were provided. The implanted lens was removed and replaced with a different model lens. Regarding prognosis, the patient is said to be doing great, with her vision now at 20/30.